Manufacturer narrative:
The product has not been returned for evaluation. The investigation is ongoing.

Event description:
During insertion of an intraocular lens (iol) into the patient¿s eye, the haptic broke. The lens was removed intraoperatively, requiring the original 2.2mm incision to be enlarged to not more than 3.0mm. A backup lens of the same model and diopter was successfully placed. There were no further complications or additional patient impact. Though requested, no additional information has been received.

Event description:
The surgery performed was phacoemulsification only. The haptic broke upon insertion, and the iol damage was noticed intraoperatively/during lens insertion. The original incision size was 2.2 mm and was enlarged to 2.6 mm. No further complications were experienced. The patient did not notice a decrease in their vision. It is the physician''s opinion that the most likely cause of the iol damage was a loading error. The patient outcome is good. This event is no longer considered a serious injury, as the incision enlargement was still within the recommended parameters listed with the inserter directions for use (dfu). This event no longer meets FDA reportability requirements.

Manufacturer narrative:
The investigation is ongoing; however, no further submissions will be made to as this event does not meet FDA reportability requirements. No serious injury occurred. The incision enlargement is still within incision size parameters recommended in the directions for use.